Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report of formal claim received regarding left side pinnacle mom hip implants. No confirmation of revision received and no reason for potential revision provided.

Manufacturer narrative:
Conclusion and justification status: the complaint states report of formal claim received from kennedys regarding left side pinnacle mom hip implants. No confirmation of revision received and no reason for potential revision provided. A review of complaint databases did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.